Event description:
It was reported the physician embolized 5 feeders of an avm. During embolization of the last feeder, the physician noted bleeding around the avm. The physician commented that the rapid change of blood flow raised venous pressure in the avm.

Manufacturer narrative:
The devices will not be returned for evaluation as they were consumed in the event. Additional model and lot# of the onyx involved; model# 105-7000-060, 105-7000-080. Lot# 8387102, 8081878. Dom 04/2010, 06/2010. Expiration 2/2013, 11/2012. (B)(4).